Event description:
Medtronic received information that pump error 82 occurred. There was no adverse impact or consequence reported as a result of this event. Updated summary. Information received by medtronic indicated that insulin pump had the hrm task did not grant motor power in reasonable time alarm. Troubleshooting was performed. Customer was able to clear and rewind the alarm, insulin pump passed displacement test, self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11e retainer ring = black customer complained about the unit having a pump error 82 on event date of (B)(6) 2022. Device passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. The history/trace downloads were successful using thus software. Pump error 82 was present in the history download on event date of (B)(6) 2022 10:21:01.000. Insulin pump was cut open to perform visual inspection and found no evidence of physical damage or moisture damage on electronic stack, force sensor or motor. Tested with a test p-cap and the test p-cap locked in place properly. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: pillowing keypad overlay. Pump error 82 was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.